Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 361 mg/dl. The pod was worn longer than 48 hours on the abdomen. It was noted that the cannula dislodged from the site and was bent. Hyperglycemia treated with a new pod.